Manufacturer narrative:
Additional information was received that the leak rate was not greater than 4.5 l/min. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow. The inital report was not reporable. H3 other text : additional information was received that the leak rate was not greater than 4.5 l/min. A leak condition will be noted in the preop check of the equipment, as contained in the user manual. The leak may be able to be compensated for or made up with fresh gas flow. The inital report was not reporable.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a potential leak greater than 4.5 lpm that could cause loss of ventilation. There was no report of patient involvement.